Event description:
Documented cerebrovascular accident on 2/19/1999 - left middle cerebral artery and occipital area by CT scan. Left side weakness, residual requiring rehabilitation. Documented cerebrovascular accident on 4/14/1999 - CT scan indicated new area of infarct right caudate. On explant of device large clot found inside blood sac and in outlet cannula of device.